Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have experienced high blood glucose up to over 500 mg/dl for the past month; current value is 105 mg/dl. Customer experienced extreme thirst and headaches. Customer treated with manual injections. Customer also reported receiving two no delivery alarms; once blood glucose was 210 mg/dl and the other time it was 89 mg/dl. Customer stated that the no deliveries occur once a month and occur after the set changes. Customer declined troubleshooting. Customer requested the insulin pump to be replaced and agreed to return the product for analysis.